Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable was bent and damaged and no longer able to charge the pump. Reportedly, the customer was able to charge the pump with an alternate cable. Customer's blood glucose was 200 mg/dl.